Manufacturer narrative:
Handpieces were received on 03/21/24 and evaluated on (B)(6) 2024. Initial report was amended to include evaluation results, see attached amended formal investigation report.

Event description:
Handpiece burst in patients mouth leading to minor injury.

Event description:
Handpiece burst in patients mouth leading to minor injury.